Manufacturer narrative:
A visual inspection of the returned part found the tips are broken/bent. Further investigation is pending.

Event description:
In 2007, abbott became aware through inspection of returned product associated with complaint and subsequent contact with a sales representative that a screwdriver returned on approx two and a half months later, originally reported for tips worn from use, had tips that were broken/bent and converging. The reporter confirmed there was no injury to patient or surgical delay.